Manufacturer narrative:
Evaluated one open or used reservoir. Performed pre-fill test to reservoir and no air bubbles and no leakage were observed during analysis. Checked o-rings or stopper groove for defects and none were found. No air bubbles and no leaks were noted. Also, ran basal, bolus leaking test as follows reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a pump. Conclusion reservoir no air bubbles and no leaks.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had air bubble and leak. The customer's blood glucose level was 380 mg/dl. The customer stated that there leaking in the past which passed 2nd o ring. Customer stated there was an air bubble in the reservoir. Customer declined to troubleshoot for high on the pump due to the reservoir leak and air bubbles caused the high blood glucose. The customer was advised that they would like to return the reservoir for analysis. The insulin pump will be returned for analysis.